Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. It is possible that the balloon was incorrectly attached to the lumen during manufacturing, resulting in deformation that prevented the balloon from inflating concentrically. Alternatively, the balloon may have been inflated too rapidly or damaged during device preparation. However, the exact root cause of the issue could not be determined. The IFU instructs the user to slowly inflate the balloons. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that during pre-use testing, the white balloon did not inflate evenly. The device was not used in the patient. No patient injury or adverse health effects were reported.